Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Telephone number:(B)(6).

Event description:
It was reported that during pre-op testing, the device was leaking air. There is no adverse event associated with this incident. Due diligence is in progress with no response as of yet. If additional information becomes available, a supplemental report will be completed and submitted.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). The DHR was not reviewed as lot number is required and is not available/provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information regarding the event is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing, the device is leaking air and spontaneously deflated. The device is brand new and the patient was under anesthesia during the 0-15 minute delay. Due diligence is complete and there is no additional information available. No adverse events were reported as a result of this malfunction.